Manufacturer narrative:
A system interrupt was found in the event log. Standard functional tests were performed, complaint could not be duplicated or confirmed.

Event description:
Information received indicates the pump shut off by itself during testing.